Event description:
A competitor reported that the device was interrogated and found to be dead. The device had been implanted for over 19 years with an estimated longevity of 10.6 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).